Event description:
Nurse was using a 24g 3/4 inch piv needle to insert a peripheral IV. Blood return noted on insertion. When the rn attempted to flush the catheter, the area where the catheter was attached to the hub was leaking. Unable to give any medications due to leaking so piv removed due to safety concerns and new peripheral IV placed.